Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow-up, the patient presented with irritation near the device implant site. The patient was hospitalized for pocket erosion and revision. The device was explanted and replaced to resolve the event. The patient was stable following the procedure with no adverse consequences reported.